Event description:
It was reported via a medwatch report that on (B)(6) 2021, a patient that had two ar-1934bcf-2, biocomposite suturetak suture anchor, implanted, had multiple cultures from the posterior knee/popliteal recess abscess test positive for: staph aureus, staph epi, staph hominis. No further information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.